Event description:
High pressure alarm caused by connection of metabolic cart to ventilator. Operator manual does not give clear tubing diagram for ventilator use. Pt not injured. Facility attached warning labels regarding appropriate connection. Reported to MFR only.